Event description:
It was reported that in the patient's remote transmission that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.